Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
During a revision procedure to extend an existing construct performed on (B)(6) 2017, while attempting to remove a previously implanted reform pedicle screw, ha coated, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The screw was well fused so the broken tip was removed and the doctor chose to leave it in place in the patient. The procedure was completed using the second driver readily available in the set, with no delay.

Manufacturer narrative:
Evaluation results: review of the returned driver by engineering determined that the failure mode appears to be the result of a ductile shear overload condition applied during the screw removal process. Review of manufacturing history records found a total of 6 pieces of lot 00193up were released for distribution on 6/29/2016 with no deviation or anomalies. Two-year compliant history review found 3 previous reports of this nature for the reported lot. Subsequent to the manufacture of this device, design changes were made to improve tip strength.